Event description:
Additional information was received from the initial reporter who stated that per the patient he had moved a lot to different states. His pump had been placed several years back but he had not seen any healthcare professional since 2013. The pump was non-functional because it had not been serviced. It was the reporter¿s understanding that there was no pump malfunction; the pump was just not being used to deliver therapy. The reporter had no further information to report. No further complications were reported/anticipated.

Manufacturer narrative:
Review of this MDR and the additional information received has determined that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event no longer meets the reporting requirements stipulated in 21 cfr 803. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient receiving an unknown medication via an implanted pump. The indication for pump use was failed back surgery syndrome and non-malignant pain. On (B)(6) 2018 the hcp was requesting MRI compatibility guidelines. Per the hcp, the procedure was not due to a problem with the patient¿s infusion devices or therapy. The scan was for acute chronic low back pain which the patient had for ¿like 4 days¿. It was unknown by the hcp if the symptoms were related to the patient¿s infusion devices or therapy. The patient told the hcp that the pump was non-functioning, and he was not getting any of his medication. It had been non-functioning this past year. No further complications have been reported as a result of this event.